Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oo) shock lead impedance measurement ranging 130 ohms-132 ohms. Boston scientific technical services (ts) discussed testing lead if the increased sli was related to coil issue. Further, commanded shock was done and the results were high. Ts thought that it might be due to calcification. Moreover, 2-r wave synch shock was performed and result was high but within normal range. So with the post delivered shock in commanded sli which is 87 ohms. They will continue to monitor patient and if sli increases consistently, physician may go for extraction as patient had history of ventricular fibrillation (vf). Additional information indicated that the cause of the observation was not confirmed along with suspected calcification. Non-invasive programmed stimulation (nips) was performed and sli decreases to 117 ohms. Patient will be monitored and no plans for extraction at the moment. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.